Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 to treat a bladder prolapse. The patient concomitantly underwent a hysterectomy and an anal prolapse repair procedure. Afterwards, the patient has had to get up during the night twice to empty her bladder and the patient has back pain. A bladder infection was found at the first post-operative check-up. The patient was given antibiotics. The patient saw the surgeon on (B)(6) 2012 and was diagnosed with another bladder infection and was given antibiotics. The patient was sent to the hospital after the second bladder infection for an ultrasound, which was normal. The patient is still having lower back pain since surgery when she stands for a long period of time and the patient is getting up at night to urinate. Additional information was requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.